Event description:
Patient reported that the vns did not work for them and had their device taken out since the patient still had seizures. The patient continued that their seizures are better since they took out their device.

Event description:
The patients referral for surgery was noted to be for patient comfort only and not to preclude serious injury.

Event description:
Patients generator was explanted. The explanted product was indicated to not be available to be returned to the manufacturer.

Event description:
The patient noted that the device is uncomfortable when they wear a seatbelt and when the stimulation goes off. The patient does not like the voice changes and would like their device removed. The patient reported that the pain is severe and "over a hundred times each day." The physician lowered the patients settings. The patient had significant pain following the lowering of settings, eliciting tears. The patients device was interrogated and showed the vns to be functioning normally. No known surgical intervention has occurred to date. No other relevant information has been received to date.